Event description:
Possible defective hummi valve. Hummi t-connector in place for ten days, site leaking at the hub. Hummi t-connector leaking at the side of hummi draw device insertion. Leaking at the hub. Reached out to kentec medical to investigate. Patient's peripheral arterial line (pal) started bleeding from the valve. Hummi on pal had to be replaced. Patient was on a fentanyl drip but needed a versed prn.